Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh assay on cobas 8000 e 801 module. It was asked but it is unknown whether incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. Both patient samples were initially tested on the customer's cobas 8000 e 801 module on (B)(6) 2022. The samples were provided for investigation, where they were tested with the tsh assay on a second cobas e801 analyzer on (B)(6) 2022. During investigations, the samples were also tested with the tsh assay on a cobas e411 analyzer on (B)(6) 2022. Both samples were also repeated using the abbott architect tsh method on (B)(6) 2022. The serial number of the customer's cobas e801 analyzer was requested but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the cobas e801 analyzer used for investigation is (B)(4). Tsh reagent lot number 571765, with an expiration date of 31-jan-2023 was used on this analyzer. The serial number of the cobas e411 analyzer used for investigation is (B)(4). Tsh reagent lot 581577, with an expiration date of 31-jan-2023 was used on this analyzer.